Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that there was no audible notification for an occlusion alarm. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.